Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the non-calcified superficial femoral and popliteal arteries. The vessel diameter was 4.0 mm, atherectomy was not used and the vessel was prepared with a 5.0 mm balloon. The 4.5x150 mm supera self expanding stent system (sess) was advanced, but there was difficulty pushing the thumbslide forward to deploy the stent. The stent only partially released/deployed in the introducer sheath. The entire system was removed and a new supera stent was able to be successfully implanted. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The investigation determined that the reported difficulties were related to circumstances of the procedure. The partial deployment and resistance with the thumbslide appear to be due to ratchet to sheath interaction. The noted kink and tear in the distal outer sheath indicate that the ratchet had punctured into the sheath during advancement preventing further stent deployment and causing the thumbslide to stop moving. It is likely that the distal outer sheath was kinked in the anatomy causing the ratchet to sheath interaction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.